Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned tot he factory for evaluation on 07/08/2024. An investigation was conducted on 07/23/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The delivery device was returned twisted and off-center in the loading device. The blue slide lock was observed to be on and the white plunger was not depressed. An attempt was made to load the seal into the delivery tube. The tension spring assembly loaded into the tube, however the seal remained unfolded in an umbrella shape, outside the delivery tube. No deformation, cracks, or delamination were noted on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.2185 inches. The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and investigation results, the reported failure "fitting problem" was confirmed. The lot # 3000388598 record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, hst iii system (3.8mm) string came off inside the loading device. A second device was used, and the string came off inside loading device again. A third device was opened to complete the procedure. There was a small procedural delay to open new devices. There was no patient harm. Related to tw (B)(4).